Event description:
It was reported that "insertion of an arterial catheter in the right femoral artery in [patient] on (B)(6) 2025, non-functional as of (B)(6) 2025". As a result, the device was replaced. No patient harm or injury.

Manufacturer narrative:
(B)(4) the customer returned one unopened arterial catheterization kit for analysis; therefore, it is assumed to be a representative sample. The kit was opened to review the components inside. No defects or anomalies were observed on the returned sample. The catheter body length measured 164 mm, which is within the specification limits of 162 mm - 166 mm per the catheter product drawing. The inner diameter at the distal tip of the catheter measured 0.69 mm, which is within specification per the catheter product drawing. The returned guidewire was inserted into the catheter tip. The guidewire passed without resistance. Performed per IFU statement, "thread tip of catheter over guidewire." A lab inventory syringe filled with water was attached to the catheter. The catheter flushed as intended and no blockages or resistance were encountered. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The report of a malfunctioning arterial catheter was not confirmed through complaint investigation of the returned sample. The customer returned one unopened representative sample for evaluation, however, the device from the reported event was not returned. The returned representative catheter met all relevant dimensional and functional requirements. The IFU provided with this product warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". A device history record review did not reveal any relevant findings. Based on evaluation of the representative sample and the fact that the device from the event was not returned, the root cause for this event cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a